Manufacturer narrative:
The medium-large clip applier instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was not applying the clips correctly. The jaws were not closing correctly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the reporter had no further information on this specific issue.

Manufacturer narrative:
The medium-large clip applier instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument was placed and driven on an in-house system and passed the recognition, engagement and clip tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There were no issues with the clips attaching to the instrument or clamping. The probable root cause of the customer reported complaint is not determinable since the issue was not confirmed or reproduced. Issues related to errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse and recognition issues, or that the customer returned the wrong instrument. The failure analysis investigations and in-house testing of the returned device revealed no issues related to the customer reported issue.

Event description:
Refer to h11 for follow-up information.